Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and vaginal scarring. It was reported that patient underwent removals/revisions of mesh on (B)(6) 2012, (B)(6) 2012 and on (B)(6) 2013 due to mesh complications. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to continuous urinary incontinence and intrinsic sphincter deficiency.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.